Event description:
On (B)(6) 2014 at the city hospital (B)(6) it was reported that the rotalfow console serial number (B)(4) would not consistently charge the batteries. Sometimes, after being plugged in the device would not charge and continued to operate on batteries. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the battery module was found to be defective and was replaced. (B)(4).